Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Provider states that the right side bolt going through adjustment cam is broken and the right side adjustment cam and right support bracket are cracked.